Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers/ablation products were noted in the article; however, a one to one correlation could not be made with unique device model/lot numbers/manufacturers with the available information provided. The model listed in the pli is an unknown representative, as there is no specific model listed. The baseline gender/age characteristic is female/49 years old, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿electrophysiologic characteristics and results of radiofrequency catheter ablation in elderly patients with atrioventricular nodal reentrant tachycardia.¿ journal of electrocardiology 40 (2007) 208¿213. Doi:10.1016/j.jelectrocard.2006.05.002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding catheter ablation products. Multiple patients and multiple manufacturers/ablation products were noted in the article; however, a one to one correlation could not be made with unique device model/serial numbers/manufacturers with the available information provided. There were patients who had pericardial effusions, with unknown treatment/resolution. The status of the catheter is unknown. No further information was provided. No further patient complications have been reported as a result of this event.